Manufacturer narrative:
Concomitant products: 4518 lead implanted: (B)(6) 2009; 6935m55 lead implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were explanted due to an infection at the device site. The system was replaced over three months later. No further patient complications have been reported as a result of this event.